Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82253586 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the stent of a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was not tightly bonded to the balloon and there was risk of separation. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and the stent was not manipulated on the delivery system prior to the malfunction observed. The sent did not appear to be prematurely expanded. There was no damage to the device packaging prior to opening the device and there were no difficulties removing the device from its packaging. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the stent of a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was not tightly bonded to the balloon and there was risk of separation. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and the stent was not manipulated on the delivery system prior to the malfunction observed. The stent did not appear to be prematurely expanded. There was no damage to the device packaging prior to opening the device and there were no difficulties removing the device from its packaging. The device was returned for analysis. A non-sterile "blue/aviator plus 4x15/142p pkg" was received coiled inside of a clear plastic bag. The device was removed from the packaging to proceed with the product evaluation. The unit was inspected observing the following conditions: the balloon was received deflated with the stent presenting a dislodged condition toward the distal tip. The struts on the stent of the proximal edge have an uplift condition. An inserted guidewire is observed coming out of the distal tip and rapid exchange port. No other outstanding details were observed. The balloon area was inspected using a vision system to get an amplified image. The stent struts marks were observed on the balloon surface indicating that the device complied with the stent crimp process. The stent presents a strut uplifted condition on the proximal edge, and it is dislodged toward the distal tip. A product history record (phr) review of lot 82253586 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported "stent dislodged" and "stent strut uplift proximal" were confirmed as the device was received with the stent dislodged toward the distal tip of the catheter and a strut uplift condition on the proximal edge. However, the exact cause cannot be determined. The stent strut impressions were observed on the surface of the balloon verifying a proper crimping process during manufacture. Therefore, based on the information for review and with the limited amount of information provided, it is likely procedural factors and handling of the device during preparation contributed to the events reported. According to the instructions for use, which is not intended to mitigate risk, ¿open the inner package and carefully extract the packaging tube with the stent system and the packaging tray containing flushing needle and introducer tube. Hold the packaging tube in one hand. With the other hand, gently grasp the hub and carefully remove the stent system from the tube. Remove the introducer tube, flushing needle and compliance chart from the tray; discard the tray and packaging tube. Inspect the crimped stent for adherence to the balloon. Do not reposition the stent or hand crimp. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. Caution: avoid manipulation of stent during flushing of guidewire lumen, as this may disrupt the placement of the stent on the balloon. Attach a three-way stopcock to the catheter¿s inflation port. Purge the air from a partially filled syringe and connect the syringe to the stopcock. Open the stopcock and induce negative pressure. Hold the syringe and proximal end of the catheter vertically with the balloon tip pointing down. While maintaining the negative pressure, close the stopcock to the inflation port. Remove the syringe. To ensure all air is removed from the balloon and inflation lumen, repeat steps. Prepare an inflation device with diluted contrast medium. Purge the air from the inflation device and connect the inflation device to the stopcock that is connected to the catheter inflation port. Caution: non-ionic contrast medium has higher viscosity and precipitation levels than does the ionic type, which may prolong inflation/deflation times. Open the stopcock to the catheter, the inflation lumen and the balloon will slowly be filled with diluted contrast medium. Caution: do not apply negative or positive pressure to the balloon at this time. Note: after prepping, the catheter can be kept in a coiled configuration by looping the catheter and inserting the proximal shaft into the hub clip. Caution: do not clip the distal section of the catheter." Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the stent of a 4mm x 15mm palmaz blue on aviator plus stent delivery system (sds) was not tightly bonded to the balloon and there was risk of separation. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU) and the stent was not manipulated on the delivery system prior to the malfunction observed. The sent did not appear to be prematurely expanded. There was no damage to the device packaging prior to opening the device and there were no difficulties removing the device from its packaging. The device will be returned for evaluation. Addendum: product evaluation revealed that the proximal struts of the stent are uplifted.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.